Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('preyers for a full recovery ! Please fill out the surgery form for kama, if you haven't already') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "performed uterine ablation with essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hepatic enzyme increased ("elevated liver enzyme") and experienced arthralgia ("yes at the point where its' affecting my knee as well"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, hepatic enzyme increased and arthralgia outcome was unknown. The reporter considered arthralgia, hepatic enzyme increased and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event added: yes at the point where its' affecting my knee as well. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('preyers for a full recovery ! Please fill out the surgery form for kama, if you haven't already') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "performed uterine ablation with essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have hepatic enzyme increased ("elevated liver enzyme"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and hepatic enzyme increased outcome was unknown. The reporter considered hepatic enzyme increased and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 29-may-2020: sm received-new event performed uterine ablation with essure and elevated liver enzyme were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('preyers for a full recovery ! Please fill out the surgery form for (B)(6), if you haven't already') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.